Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm on channel b. The root cause of the reported condition was determined to be an out of calibration air in line printed circuit board on channel b. The channel b pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced a constant air in line alarm on channel b. This event occurred during biomedical testing. Baxter product surveillance confirmed with the customer that this device falsely alarmed for air in line. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is unknown.